Event description:
It was reported that the patient needed a high amplitude level to get good therapy but that at the level she needed she experienced shocking and jolting sensations under the ribs as well as muscle spasms and pain. It was also stated that the device migrated up an inch or two since implant. The patient turned the device down. Further information is being requested from the hcp.